Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included elevated bp on (B)(6) 2009 and rash on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), rosacea ("rosacea") and acne ("acne"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, nausea, allergy to metals, rosacea and acne outcome was unknown. The reporter considered acne, allergy to metals, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, migraine, nausea, rosacea and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Essure removal date also reported as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Plaintiff demographics and relevant history added. Essure indication added. Abnormal bleeding (vaginal, menorrhagia); dysmenorrhea, migraines/headaches; nausea; nickel allergy, rosacea and acne were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy induced hypertension on (B)(6) 2009, rash on (B)(6) 2009, gravida ii, vaginal delivery, iron deficiency anemia and menses irregular. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), cyst ("cysts"), nausea ("nausea"), allergy to metals ("nickel allergy"), rosacea ("rosacea"), acne ("acne"), metrorrhagia ("metrorrhagia (bleeding b/w period)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and migraine ("migraines/headaches") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cyst, nausea, allergy to metals, rosacea, acne, metrorrhagia, abdominal pain, vaginal infection, bladder disorder, urinary tract disorder and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, allergy to metals, bladder disorder, cyst, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, metrorrhagia, migraine, nausea, rosacea, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had the need for additional surgery. Essure removal date also reported as (B)(6) 2009 discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migration of implant, nickel allergy, dysmenorrhea, pelvic pain, irregular bleeding vaginal, menorrhagia, nausea, most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received- new events abdominal pain, metrorrhagia (bleeding b/w period), bladder problems, urinary problems, vaginal infection, cysts were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.